Event description:
During a laparoscopy roux-en-y the surgeon said that there was a staple line leak. The pt was taken back to surgery the next day. The leak was repaired in an open procedure. The pt died the next day. The surgeon stated the cause of death was an unidentified gastric ulcer on the posterior of the stomach, and an enlarged ventricle contributed. The leak may have aggravated the situation.